Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted the device had been checked two months prior with normal parameters and a battery life of two years remaining. The device was explanted and replaced with a competitor's product. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.